Event description:
It was reported that the system 9800 displayed the error charger failure intermittently. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All aspects of the charger circuitry inspected. Charger voltage adjusted to optimal. The system was tested and found to be working as intended and placed back into service.